Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-33, lot# va08h1d, implanted: (B)(6) 2014, product type: lead. (B)(6). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported through a manufacturer representative that they experienced an ¿electrical issue¿ with their device. It was further reported the patient felt an ¿uncomfortable stimulation over the implantable neurostimulator (ins) and the electrode with a low voltage configuration (0.15 v).¿ the patient¿s usual parameters were at 1.0v. The patient also reported that when she was ¿nearby any electrical component¿ or electrical device that she ¿felt annoying electrical shocks.¿ it was noted that electromagnetic interference (emi) may have led or contributed to the issue and that the patient ¿lived nearby a power plant with high voltage transformers.¿ impedance testing was performed and found there was one electrode with a high impedance. There were no interventions taken at the time of report and it was unknown whether any surgical interventions were planned. There were no further complications reported or anticipated. It was noted the patient¿s medical history included trigeminal neuralgia.